Event description:
During the resuscitation of the 173 cm tall, 130kg female patient, the customer reported the autopulse platform (sn (B)(4)) failed to continue compressions because the lifeband alignment tab of the lifeband (lot #unknown) did not hold during resuscitation. The issue occurred after less than 60 seconds of compressions. The customer tried to troubleshoot the issue by checking the correct placement of the patient with "readjustment" of the entire setting including patient and manual compression on the autopulse fixation. Manual CPR was performed after the failure for over 100 minutes. Return of spontaneous circulation (rosc) was never achieved. The patient was pronounced by basic-life-support by gyn oa and team, then by rea-team-life-support of the interdisciplinary intensive team. The customer reported it is questionable whether the quality of manual CPR was consistently good considering the long resuscitation time throughout the reanimation. However, the msa evaluated the incident and it was determined that the death was not related to the autopulse device. Please see the following related MFR report: MFR # 3010617000-2023-00108 for the autopulse lifeband.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(4) failed to continue compressions was not confirmed during functional testing. The autopulse platform passed the functional testing without any fault or error and performed as intended. It is likely that the reported failure was due to a failure of the lifeband (lot# unknown). The lifeband will not be returned and therefore, no investigation was performed. However, the female patient weighed 130kg and the failure may be attributed to the patient's size. Visual inspection of the platform was performed, and no physical damage was observed. The power distribution board revision was up to date and the brake gap was within specification. The lifeband locking mechanism was inspected and observed to be functioning as intended. The archive data review showed no significant discrepancies. The autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with multiple good known test batteries until discharged without any fault or error. The load cell characterization test was performed and passed without issue. No fault could be found with the console. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.